Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and passed due to there is no visible damage to sensor. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.